Event description:
It was reported the customer had severe low blood glucose event. The customer stated the paramedics were called to treat their low blood glucose. The customer stated their low was from over correcting their blood glucose. The customer's blood glucose was 202 mg/dl. It was also found the customer had a motor error alarm on their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.